Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a difficulty removing the female connector of a minicap transfer set from a solution bag. This was stated as ¿difficult for the patient to separate from the defective product, so the entire product is replaced¿. It was further reported that there was a separation between the female connector and the main body of the transfer set.this occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation with a blue adapter attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The female connector was connected and disconnected by hand using the returned adapter with no issues, therefore the reported connection issue with female connector was not verified.the cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. The reported condition of a connection issue between the female connector and the solution bag was not verified during evaluation of the photograph. However, the separation between the female connector and the main body was verified. The cause of the condition was determined to be manufacturing related issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.